Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure (batch no. A78085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, back pain, weight gain, vaginal pain, spotting vaginal, general body pain, dysfunctional uterine bleeding, nipple discharge, tenderness and menses irregular. Insertion details left ostia visualized 5-6 of coils right ostia visualized 3-4 of coils. Previously administered products included for an unreported indication: valtrex., nuva ring and mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines"), headache ("headaches,"), uterine pain ("uterus pain") and adnexa uteri pain ("tubes"). The patient was treated with surgery (robotic assisted hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, uterine pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, headache, heavy menstrual bleeding, migraine, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: left ostia visualized 5-6 coils, right ostia visualized 3-4 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:pelvic pain, menorrhagia. Batch no a78085 expiration date 2015-12-31 manufacture date: 2012-12 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure (batch no. A78085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, back pain, weight gain, vaginal pain, spotting vaginal, general body pain, dysfunctional uterine bleeding, nipple discharge, tenderness and menses irregular. Insertion details left ostia visualized 5-6 of coils right ostia visualized 3-4 of coils. Previously administered products included for an unreported indication: valtrex., nuva ring and mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines"), headache ("headaches,"), uterine pain ("uterus pain") and adnexa uteri pain ("tubes"). The patient was treated with surgery (robotic assisted hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, uterine pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, headache, heavy menstrual bleeding, migraine, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: left ostia visualized 5-6 coils, right ostia visualized 3-4 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: case become serious incident, essure removal date and surgery were added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.